Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 625636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea and menorrhagia with essure. The reporter commented: essure insertion detail: the essure device was then placed through the operating hysteroscope and the spring was placed into the left tubal ostia. Using manufacturers procedure the spring was secured in the tube. 3 loops of the spring were visible at termination. A similar procedure was performed on the right tube with 6 loops of spring visible at termination. Surgical pathology report: no pathologic abnormality. Negative for dysplasia or malignancy. Endometrium: secretory pattern endometrium. Negative for hyperplasia or malignancy. Myometrium: leiomyoma. Fallopian tubes: no pathologic abnormality. Bilateral metal coils identified, consistent with essure devices. As per mr- date(s) of insertion: (B)(6) 2007 ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: menorrhagia and dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 625636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea and menorrhagia with essure. The reporter commented: essure insertion detail: the essure device was then placed through the operating hysteroscope and the spring was placed into the left tubal ostia. Using manufacturers procedure the spring was secured in the tube. 3 loops of the spring were visible at termination. A similar procedure was performed on the right tube with 6 loops of spring visible at termination. Surgical pathology report: no pathologic abnormality. Negative for dysplasia or malignancy. Endometrium: secretory pattern endometrium. Negative for hyperplasia or malignancy. Myometrium: leiomyoma. Fallopian tubes: no pathologic abnormality. Bilateral metal coils identified, consistent with essure devices. As per mr- date(s) of insertion: (B)(6) 2007. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: menorrhagia and dysmenorrhea". Most recent follow-up information incorporated above includes: on 9-jul-2020: medical records received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified events¿ menorrhagia and dysmenorrhea". Essure lot number was added. Patient date of birth and reporters were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.